Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4). At 10 am the result from the meter was 6.9 inr. At 12 am the result from the meter was 4.7 inr. There was no adverse event. The customer withheld his coumadin dose. The customer was feeling "fine". The customer's therapeutic range was 3.0 - 3.5 inr